Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve replacement procedure, the valve failed due to under-expansion of the valve frame, and moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilation was performed to treat the under-expansion and pvl. Per the physician, the patient had calcified anatomy that contributed to the expansion issue and pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve replacement procedure, the valve failed due to under-expansion of the valve frame, and moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilation was performed to treat the under-expansion and pvl. Per the physician, the patient had calcified anatomy that contributed to the expansion issue and pvl. Additional information was received that mild pvl was noted the day of the procedure. Heparin was administered during the procedure and activated clotting time (act) levels monitored every 20-30 minutes. The procedure was approximately 25-30 minutes. It was reported that no thrombus was observed on the valve. One day following the valve implant, moderate-severe pvl was observed.